Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from <the customer reporting a misalignment in the touch position on the v60 ventilator touch screen. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse attempted to resolve the issue with a calibration, however, the issue persisted, therefore the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician verified that the touch screen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.